Manufacturer narrative:
(B)(4). G2: foreign, event occurred in romania. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the aseptic transfer kit housing lock is broken. The issue was identified outside of surgery. There was no patient involvement. Attempts have been made and no further information has been provided. Due diligence is in progress for this complaint; to date no additional information or product has been received.